Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number was provided for further evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: customer reports 3 leaking caresite, 1 with ECMO and 2 with chemo. The chemo events will be reported via the following MFR report numbers: event 2 (chemo): 2523676-2020-00085. Event 3 (chemo): 2523676-2020-00086. Event 1: states that leaking occurred during ECMO treatment. End user reports that it was a small, steady leakage from the base of the luer-lock connection. No injury reported.